Event description:
It was reported that during a right iliac artery stenting procedure, with a left retrograde access, after placement of a non-abbott introducer and non-abbott guide wire, after pre-dilatation, an absolute pro 8.0 x 40 x 80mm stent delivery system (sds) was advanced and the stent was implanted in the right iliac without difficulty. Another absolute pro 8.0 x 60 x 80mm sds was advanced to the lesion without resistance or any catheter kinking and with deployment, the first centimeter of the distal stent was expanded and then, reportedly, the thumb wheel would not turn to activate the wheel and deploy the remaining part of the stent. The physician manipulated the thumb wheel for 30 minutes prior to breaking the handle to release the stent. The stent was successfully deployed to the target lesion. There were no adverse patient effects reported. Although it was reported that the physician manipulated the thumb wheel for 30 minutes, there was no adverse patient effect; therefore, the delay was not clinically significant. There was no additional information provided.

Event description:
The device was received with the hypotube separated from the handle. Follow-up information confirmed that the physician intentionally separated the handle to be able to release the stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information add'l devices: guide wire: boston starter benson and rosen; sheath: 6f 45cm terumo; stent: absolute pro 8*40*80. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties deploying the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.